Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure of this pacemaker, the patient's lungs were accidentally punctured. Also, the patient with this pacemaker reported of losing voice. To date, the device remains in service. No additional adverse patient effects were reported.